Manufacturer narrative:
Based on this limited info, it was concluded that the pad has the svt style cord. This type of failure would be consistent with similar cord failures, where there were sign of incorrect use of the cord being wrapped tightly to the switch, causing an eventual break in the copper strands. We have made a design change in early 2014 to move to a more robust, round, svt cord to make it more difficult to misuse the prod, to the point where the cord fails. Since the change we have not seen any cord break failures like the one described. Despite providing a pre-paid return service label, the prod in question has not been returned as of the date of the report.

Event description:
Customer called and stated her pad had created a blister on her stomach which her dr stated was a second degree burn.